Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the x-ray showed no abnormalities. When asked if the cause was determined regarding the patient feeling abnormal stimulation sensations in their leg, the rep stated the patient was very thin, so that could be one cause. The rep then stated they didn't know the most likely cause. In an effort to resolve the issue, the rep stated another programming was carried out. When asked for a resolution, the rep stated the symptoms hadn't improved but they weren't gone yet so they would wait and see.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was very satisfied with the therapy but they felt [abnormal] stimulation sensations in their leg, which bothered them a lot. The patient had an appointment scheduled for (B)(6) 2026. The issue has not yet been resolved. Additional information was received from the manufacturer representative (rep) on 2026-mar-02. The rep reported that the impedance check was ok, and that an x-ray should be done at the family doctor's office. The ipg was reprogrammed. The patient had switched off the ipg themselves. Despite the ipg being switched off, the patient experienced sensations in their leg. The patient would return in three weeks and bring the x-ray image with them.